Event description:
The pt had a broken greater trochanter that didn't heal. She had increased pain, which led to revision. Considerable metal debris was found in the joint, and the liner had a tremendous amount of burnishing.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.